Event description:
It was reported that the t:slim x2 pump battery would not charge, and subsequent attempts with different adapters and cables did not resolve the issue. There was no reported impact to the customer¿s blood glucose level. Customer discovered usb port damage on the pump after using a third-party charging cable, and tandem technical support arranged for a return merchandise authorization, as well as sent goodwill charging supplies for temporary use.